Manufacturer narrative:
H6 correction: the device code c63310 was not previously indicated in error. The previously applied conclusion code 22 was also replaced with 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 500 mcg/ml of baclofen via an implantable pump for intractable spasticity. It was reported a motor stall was seen upon device interrogation. The patient had recently had a magnetic resonance imaging procedure (MRI). It had been more than two hours since exiting the MRI and the logs did not show a motor stall recovery. The hcp tried re-interrogating the pump. The hcp did not see a recovery message yet and they have tried a few interrogations. The hcp also tried interrogating the pump with the 8840 clinician programmer and was still seeing the motor stall message. The hcp reported the patient has not heard an alarm and did not have any symptoms. The hcp planned to continue interrogating the pump to check the logs for the recovery. The event date was provided as (B)(6) 2019. It was later reported the hcp aspirated the pump and got back essentially what she was expecting. The hcp refilled and updated the pump like normal and there did not seem to be an issue. The hcp stated she was still not seeing a recovery message. No further complications were reported or anticipated.